Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic colpopexy, laparoscopic enterocele repair, lysis of dense intra-abdominal adhesions, rectocele repair, cystoscopy, perineoplasty and suprapubic tube insertion due to sui, vaginal vault prolapse, recotocele, urinary retention, stage ii posterior vaginal wall prolapsed and defecatory dysfunction with large enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.